Event description:
The customer reported that multiple times while performing quality assurance (qa), and with a patient on the couch, the technologist moved the couch out of the bore manually using the tapeswitch and when the technologist released the tapeswitch, the couch continued to move 2 feet. The field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander resulting from this malfunction.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).